Manufacturer narrative:
The device was returned to an authorized resmed service center and an evaluation confirmed the complaint. The internal battery was replaced to address this issue. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery error message. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Review of the device logs confirmed the reported internal battery degraded error message. Based on previous investigations of similar complaints and all available information, the investigation determined that the reported internal battery error message was due to a software issue and the total power failure was. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery error message. There was no patient harm or serious injury reported as a result of this incident.